Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm on (b)(6) 2026. On (b)(6) 2026 at approximately 6:50 PM, the patient was cooking dinner for her granddaughter when she experienced what she described as inaccurate CGM readings and began feeling confused and disoriented, stating that she did not know where she was or what she was doing. The patient reported that her granddaughter witnessed the event as she lost consciousness (LOC). At approximately 6:53 PM, the granddaughter notified the patient's daughter, who immediately called 911. The patient and her granddaughter were unable to provide any CGM or blood glucose readings from before the arrival of emergency medical services (EMS). Approximately 5¿10 minutes after the 911 call, the patient's daughter and paramedics arrived at the home. The patient was found in the kitchen and was still unconscious. EMS performed multiple fingerstick blood glucose (FSBG) test. The patient reported that the FSBG reading was 20 mg/dL, while the Dexcom app simultaneously displayed a CGM reading of 97 mg/dL. The patient stated that she did not receive any CGM alerts before or during the event. The patient could not recall the exact treatment provided by paramedics. However, she remembered seeing five opened red packets that appeared to contain glucose gel. Upon regaining consciousness, she observed glucose gel on her mouth and on the couch, suggesting treatment had been administered while she was unconscious. Following the event, the patient recovered and returned to work. At the time of the report, the patient stated that she was feeling fine. The reported glucose values fall within the C zone of the Parkes Error Grid. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hypoglycemia and loss of consciousness.